Event description:
Reportedly, during pt use, the ventilator stopped ventilating along with a device alert alarm and control rom error message. The pt was ambu bagged and switched to another ventilator. The ventilator was later investigated by the distributor; however, no problem was found.

Manufacturer narrative:
(B)(4).